Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported: performed a triathlon poly insert swap with posterior capsular release and slight pcl release due to stiffness. No allegations against the implants made.